Event description:
The customer reported that the system failed to boot the system to a usable state. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an over the phone investigation. The interconnect cable was identified as the probable cause. The customer was instructed to reseat the cable. The system was returned to a functional state and returned to service.